Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a device issue occurred resulting in patient complications. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified distal left circumflex. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, a pinhole was found on the shaft 7-8 cm from the tip. When pressure was applied to inflate the balloon, air went into the blood vessel through the pinhole and slow flow occurred. The slow flow was resolved when the guidewire was passed through. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that a device issue occurred resulting in patient complications. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified distal left circumflex. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, a pinhole was found on the shaft 7-8cm from the tip. When pressure was applied to inflate the balloon, air went into the blood vessel through the pinhole and slow flow occurred. The slow flow was resolved when the guidewire was passed through. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications. It was further reported that `no resistance was encountered while removing the balloon protector and mandrel. The shaft was slightly soft and difficult to insert straight into the y-connector, but delivery was completed without any issues.